Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that the outer layer of a tampon detached and shredded during removal. She did not indicate if pieces remained inside the body. This event occurred with one tampon. Attempts were made on 09-apr-2018, 16-apr-2018 and 23-apr-2018 to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.